Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lower anterior resection/double stapling. According to the reporter: the wingnut was stiff and the green mark was invisible. Malformed stapling occurred after firing. The surgeon had to resect more tissue than what was originally planned due to the product problem. Re-anastomosis was done. No bleeding was reported. Nothing fell into the pt cavity. No tissue was damaged. Operative time was not extended more than 30 mins.